Event description:
It was reported that the stimulator turned on and off by itself. The device was explanted and replaced. Impedances were within normal range. There were no injuries and the patient recovered with no sequela.

Manufacturer narrative:
Lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger model 37752, serial # (B)(4). Programmer model 37743, serial # (B)(4).

Manufacturer narrative:
Anlysis of the implantable neurostimulator (ins), serial #: (B)(4) found that the ins was functionally okay and had no signi ficant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.